Manufacturer narrative:
This report is submitted june 26, 2017.

Event description:
Per the clinic, the patient underwent revision surgery in (B)(6) 2012 (specific date not reported), in order to reposition the electrode array due to incorrect placement during initial implantation. The device remains insitu.